Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device cracked and did not clamp another device was used but it also stopped firing. For the first firing for sigmoid colon resection (rs to ra area) due to tumor, the surgeon used the 1st instrument for the thick rectum. Although the jaws of proximal side could not clamp the tissue, the surgeon fired the device. A crack sound was heard ,then the surgeon stopped using the device. A second device and reload was used and they re-tried the resection, but the jaws could not clamp the tissue. They again replaced the device and reload of the same model, but different lot no. However the same occurred. The stapler was replaced with a different model and the surgeon started the firing, however the firing stopped halfway. The surgeon resected the rectum including the incomplete staple line with surgical knife and manually suture the tissue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances, 1. Firing over tissue that is beyond the recommended thickness range, 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.